Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the bulkhead connector resolved the issue. The system then passed the system checkout and was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis found that one side wall of the connector wa broken outwith bent leads inside. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was displaying a red line connectin with the imaging system. Two different ethernet cables were tried with no resolution. The procedure was completed with the use of navigation and imaging. There was a delay of less than 1 hour. No known impact on patient outcome.